Event description:
On 12/15/2021 it was reported by a sales representative via (B)(4) that an ar-521-tbd9 had an issue during a case. The surgeon attempted to snap in the uni poly 4-9. After numerous attempts, he pulled it out and after inspection the ridge in the back of the poly was not cut out. The case was completed with no patient affect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the device received is damaged due to attempted implantation but is also missing the locking feature. See (B)(4).